Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information and orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information and orders were not crossing over. The technical support specialist (tss) notices no critical were observed in healthsight viewer (hsv), and no errors were found in externalmessaging or inboundprocessingservice logs. All stations were communicating with the server as per sync information. The tss restarted both external messaging and inbound processing services and informed the pharmacy team. Reviewed sample patient and orders, which showed a processing error. Kept the case open for 24 hours to monitor. Marked the case as complete after confirming no further issues were found. The system functioned as intended after the technical support specialist troubleshot the issue.